Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported doctor reached out to me and said "the patient we did occipital cervical thoracic fusion heard a snap today. He is in rehab doing very well and the CT scan shows a small linear fracture at the site between occipital plate and the left anchoring rod fixation." He also stated: "this case was so difficult I am not sure I wanted to reopen the wound and put on a new plate." In the case the doctor used a hinged rod on the left side and a transition rod on the right hand side. Not sure if this is what caused the plate to break. He did bend the single portion of the plate when fitting the patient anatomy.